Event description:
The reporter indicated the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to excessive vaulting. Subsequently, the patient experienced elevated iop. The icl was exchanged for a shorter lens which resolved the problem.

Manufacturer narrative:
Weight - unk. (B)(4).